Manufacturer narrative:
(B)(4). The patient disconnected from the set-up without following proper disconnect procedure, which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected and did not close the patient line clamp or press stop on the device. The patient reconnected and received the alarm. The technical service representative reviewed proper disconnect/reconnect procedure with the patient and advised to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.